Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2015. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number sp100262-317. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2020, for a mesh revision operation.